Event description:
It was reported that the pump was dropped, after which the screen bezel began separating from the housing while the pump continued to operate and dose, consistent with a bonding failure of the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with a failure of the bond at the display area, consistent with a component-level issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.